Event description:
It was reported that sensing and capture were intermittent. The doctor suspected dislodgement and repositioned the rv lead. Later, the system was removed due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Review of quality records.